Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 wherein the drg system was explanted and replaced with an scs system. Effective therapy was restored post operatively.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient experienced discomfort due to ipg migration. Reportedly, the ipg protruded out of pocket when patient changed positions. Surgical intervention is pending to address the issue.